Event description:
Pt required the device to be inserted. Multiple attempts were made to pass the device. X-rays showed the device was not in the correct position. Device was removed with the stylet still inside the device. When removed, it was found that the stylet had punctured the device. There was no illness, injury or medical intervention resulting from the event. One pt involved.